Manufacturer narrative:
Additional devices implanted 10/31/2014: gore® excluder® aaa endoprosthesis/lot#:13035606/model#:pxc141400; gore® excluder® aaa endoprosthesis/lot#:12963827/model#:plc181200. Results: a review of the manufacturing and sterilization records for all three devices verified that the lots met all pre-release specifications. The devices remain implanted therefore, a direct product analysis could not be performed. The instructions for use for the gore® excluder® aaa endoprosthesis address the potential for the following adverse reactions among others: "adverse events that may occur and / or require intervention include, but are not limited to: infection (e.g., aneurysm, device or access sites), wound (e.g., infection, dehiscence)".

Event description:
It was reported to gore that on (B)(6) 2014 a patient underwent the placement of three gore® excluder® aaa endoprostheses for abdominal aortic aneurysm. On (B)(6) 2014, the patient presented with an infection of the wound in the left groin. The patient underwent incision and drainage of the wound and was administered IV antibiotics. To date, no additional events have been reported.